Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 63, 42, 39, 48 and 49 mg/dl. Wife stated that she had just given customer orange juice to bring his blood glucose up; prior to this, his blood test result was 35 mg/dl fasting. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Wife stated the low blood results started saturday; prior to this customer had been obtaining high blood glucose test results. Wife stated that before saturday his blood glucose level was running much higher in the 200-300 mg/dl fasting. Wife stated that on saturday, (B)(6) 2022, she had called the paramedics since the customer's blood glucose had been very low, in the 30's. When the paramedics arrived they had tested the customer's blood glucose and had obtained lo using their meter. The diagnosis was low blood glucose and the paramedics had administered IV treatment to customer. Customer has a regular doctor's appointment upcoming on (B)(6) 2022. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/18/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (date not set; wife stated that she believed the results were from the day before): (B)(6).

Manufacturer narrative:
Sections with additional information as of 03-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value.